Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged after an implant procedure. It was observed that the patient had an irregular pacing but no pacing inhibition was reported. The lead was then successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.